Event description:
Healthcare professional(hcp) reports a fiber leak noted by blood in the dialysate compartment during onset of the pt treatment. The reported incident occurred after the dialyzer was reused 21 times. Hcp reportes no pt injury or need for medical intervention.